Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 4-june-2024, it was reported that patient faced three infusion sets fell off events during use on 06/04/2024, 06/07/2024, 06/14/2024. The infusion set was in use for 30 hours. Patient blood glucose level was found to be 204 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.